Event description:
Customer reports receiving four false negative results when testing children with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the four false negative results. See related cases for alternate false negative results. Customer reports individual received a false negative result when testing on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21132c, reader sn (B)(4)). Individual tested positive using both binaxnow and on/go rapid antigen tests (frequency and dates of testing not provided). Individual has symptoms and is not vaccinated as they are between 2.5 to 4.5 years old. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.